Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, with at least three occurrences noted. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump due to the recurring issue and provided instructions for storing and returning the faulty pump. The customer was advised on how to use the updated software on the replacement pump and was informed about correct procedures when using a g7 sensor. Additionally, instructions for receiving the new pump and returning the old one were acknowledged by the customer.